Event description:
It was reported that during advancement of the trek dilatation catheter, a prowater 300 cm guide wire went through the shaft, rupturing [tearing] the balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and dried contrast visible in the inflation lumen, guide wire lumen, and in the side arm, consistent with preparation and a leak while in the patient anatomy. The balloon was tightly folded. There was no damage noted to the balloon as reported. There was a tear in the shaft 4.3 cm proximal to the proximal seal for a length of 1 mm. There were two kinks noted to the shaft distal and proximal to the tear. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. An attempt was made to pressurize the balloon; however, due to the dried blood and contrast in the inflation lumen, the balloon would not inflate. The balloon catheter was left to soak in warm water. The fluid was then able to advance into the balloon catheter, and fluid leaked from the tear in the shaft proximal to the proximal seal. The balloon did not inflate due to loss of pressure from the tear in the shaft. In this case, it is possible that the shaft of the catheter was inadvertently kinked during handling prior to use; therefore during advancement of the guide wire, resistance would be encountered at the kink location, resulting in the guide wire protruding through the shaft, creating the tear. There was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for tears in the shaft for this lot. There is no indication of a lot specific product quality deficiency. The reported tear in the shaft appears to be related to the operational context of the procedure.